Event description:
Voluntary medwatch received states the patient's right ventricular lead was explanted due to infection. The pacemaker, atrial lead and left ventricle lead were explanted as well. No additional adverse patient effects were reported.